Event description:
On 19aug2024, notification was received that a patient (pt) reported discomfort in the left eye (os) after removing an acuvue® oasys® brand contact lens (cl). "A few hours later, " the pt could not open the eye and "had to go see an eye specialist who determined that my cornea had sustained numerous scratches." The pt "also noticed that the lens had 'grown' to about twice its normal size." The pt is now "under treatment to repair that cornea." No additional information was provided. On (B)(6) 2024, the pt provided additional information. On (B)(6) 2024, the pt removed the cl and the eye was very uncomfortable. The pt stated the cl looked normal upon opening and did not notice anything on the cl upon removal that could have caused the scratch. The pt visited an urgent care on friday, (B)(6) 2024, and was referred to an eye care professional (ecp) who diagnosed "severe corneal scratches." The pt was treated with a bandage lens and antibiotics (name not provided) for use every hour. The pt was seen for follow-up today and was advised the abrasion was improved and was instructed to decrease the drops to four times a day (qid). The pt continues to wear the bandage lens and has a follow-up appointment on (B)(6) 2024 to determine if bandage lens can be removed. On (B)(6) 2024, a representative from the pt's treating ecp office provided additional information. The pt was diagnosed with "large abrasion" but the medical report does not reflect how much of the cornea was affected. The representative stated the pt "probably had an abrasion already and wearing the normal lens was providing relief, and then pt had symptoms after removing the cl." The pt was prescribed moxifloxacin every 2-3 hours (standard of care at the office is three times a day (tid)) and the pt was given a bandage contact lens. No additional medical information was provided. On (B)(6) 2024, the pt provided additional information. The pt visited the ecp today and "everything looked good" with the os and the pt's vision is "fine." The pt was advised the cornea was "mostly healed." The ecp removed the bandage cl but the pt "still had some irritation so had the ecp put it back on." The pt has another follow-up on (B)(6) 2024, which "should be the last appointment needed." On (B)(6) 2024, the pt provided additional information. The pt was seen for follow-up and was advised by the ecp that the cornea was "all healed" and the bandage cl was removed. The pt has been using the antibiotic drops twice daily (bid) since the last visit and was told to continue the drops until finished. The pt was cleared to return to normal cl wear. On (B)(6) 2024, a representative from the pt's ecp office provided additional information. The pt was cleared to return to cl wear and os was healed. At the (B)(6) 2024 visit, the pt was also prescribed lotemax bid in addition to the moxifloxacin. On (B)(6) 2024, the pt was instructed to use moxifloxacin 2-3 times per day and lotemax bid with the bandage cl. On (B)(6) 2024, the pt was told to discontinue the lotemax and continue moxifloxacin bid until the medication runs out. No additional medical information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b00zf07 was produced under normal conditions. One lens case containing one lens for lot number b00zf07 was received and evaluated. Magnified visual inspection revealed no abnormalities. Sphere power measured within specification and the diameter of the lens measured out of specification. No additional evaluation can be conducted. As the product was returned opened, it is not known what external influences may have contributed to the out of specification measurement. If any further relevant information is received, a supplemental report will be filed, as appropriate.